Event description:
Customer reports the urine strips used on the clinitek 50 (customer uses acon instead of siemens strips) always report positive for glucose and ketones when run on the instrument. When the alcon strips are read manually the strip results are negative.

Manufacturer narrative:
Customer is using urine strips from a different manufacturer on the ct50 instrument. Siemens does not recommend use of non siemens branded strips and the system was not validated for use with other manufacturer's strips.